Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg would not communicate with external devices. Troubleshooting was unsuccessful. The patient had an unrelated surgery prior to the issue and the ipg may not have been put into surgery mode.